Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: the instrument arrived in a contaminated condition. Visual examination initially showed no defects or damages. Investigation - we made a visual inspection of the instrument especially the jaw and electrodes. Here we found pits of melted material. The peek insulation of the distal end of the upper jaw is partially burned down. In the next step we performed a sealing test with a generator. The generator noted "regrasp short", sealing with this instrument is not possible anymore because the insulation function in the jaw is no longer given. Batch history review - the manufacturing documents have been checked and found to be according to specifications valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause - the root cause for the problem is most probably usage related. Rationale - it is plain to see that the melting points on the electrode are caused by some conductive material between the jaw during the sealing process. The instructions for use (IFU) points out to avoid conductive material between the jaw during the sealing process; - do not start the process if there are conductive objects (e.g. Clamps. Vessel clamps, clips, etc.) Between the instrument jaws. - do not start the process if the instrument jaws are in conductive liquids (e.g. Blood or saline solution). The failure described in the complaint ("upper jaw came off") could not be established.

Event description:
It was reported that there was an issue with the caiman instrument during surgery. During an unspecified procedure, the tip of the jaw came off. There was no additional information provided, however, it has been requested.